Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin within the pump supplies. Customer's blood glucose level ranged between 174-175 mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. An infusion set tubing change was performed to address the current occlusion.